Event description:
During preventative maintenance of the device, the user reported a ground wire was open. The user found the issue to be with the molded plug, and the plug was replaced. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.